Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection for both the advia centaur xp and cp. No issues were found. Siemens performed multiple correlations between the advia centaur xp and the advia centaur cp at the customer's site and performed an internal investigation. Based upon investigation, siemens issued an urgent medical device correction (cc 15-12.a.us) to customers in the united states and an urgent field safety notice (cc 15-12.a.ous) to customers outside the united states informing customers of the system to system bias. Customers may continue to use the advia centaur tni-ultra assay to report patient results on the advia centaur/advia centaur xp/advia centaur xpt and advia centaur cp systems. Values within the 99th percentile range of 0.02 to 0.06 ng/ml (ug/l) are interchangeable for serial measurement between the advia centaur/advia centaur xp/advia centaur xpt and advia centaur cp systems. Customers should consider that values significantly greater than the 99th percentile will show differences between the advia centaur cp and advia centaur/advia centaur xp/advia centaur xpt systems and should consider this difference when interpreting the results. These communications apply to all kit lots until the issue is resolved and a follow-up communication is issued.

Event description:
The customer observed that troponin-ultra (tni-ultra) results did not correlate between the advia centaur xp and advia centaur cp systems. There are no reports that treatment was altered or prescribed based on the reported advia centaur xp or advia centaur cp tni-ultra results.